Event description:
Patient had fall and trauma. Noting chronic high rv threshold. Chronic low impedances. Polarity switch occured (B)(6) 2020 and subsequent uni impedance waring, rv lead is oscar from 31aug1981. On-site device clinic will investigate. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)